Event description:
The patient had his rns (neurostimulator and leads)explanted on (B)(6) due to an infection. On (B)(6) 2022 the patient developed drainage at the incision site. Treatment : (B)(6) 2022- (B)(6) 2022 - cephalexin x 1 week (B)(6) 2022 - persistent drainage from the wound. Underwent wound washout. Intraoperative cultures negative at discharge, but later grew pseudomonas. (B)(6) 2022 - (B)(6) 2022 - ciprofloxacin x 14d (B)(6) 2022 - underwent complete explantation of rns hardware due to purulent drainage from surgical wound. Intraoperative cultures growing pseudomonas. Started on 14 day course of ciprofloxacin (B)(6) 2022 - sensitivities revealed that pseudomonas sp. Are resistant to ciprofloxacin and antibiotic was changed to ceftazidime (14 day course). PICC placed on (B)(6) 2021. Diagnosed as a deep incisional infection, positive for pseudomonas.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.